Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received four inappropriate shocks due to implantable cardioverter defibrillator (ICD) oversensing noted to be probable electromagnetic interference. The ICD remains in use. No further patient complications have been reported asa result of this event.